Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
Material#: unknown, batch number#: unknown. It was reported by customer that the dosing needle cap fell off and had to used 3 dose needles out of the prior box/patient stated wasted one dose of gattex that leaked out all over and started over with another dose. Verbatim#: rcc received a complaint via email. Email(s) attached. The dosing needle cap fell off and had to used 3 dose needles out of the prior box/patient stated wasted one dose of gattex that leaked out all over and started over with another dose.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.